Event description:
Pt implanted with tibia ex-nail and four screws for a midshaft left tibia fracture. Pt returned to operating room on (B)(6) 2012 for removal of hardware due to non-union. During removal of hardware it was noted that one of the two of the four screws were broken. Pt revised to trigen tibia nail. This is 1st of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned. A review of the device history records for mfg revealed no complaint related issues.